Manufacturer narrative:
Per visual inspection: missing injection foot. No physical damage to cartridge holder or inpen front and back shell was noted. Unit paired successfully to commercial app. Inpen received with leadscrew fully rewound. Inpen passed front cap investigation. Unable to perform baseline/wireless functionality and displacement dose accuracy test. In conclusion no insulin is dispensed when the injection/dose button is pushed therefore, the customer concern of no insulin properly delivered was confirmed due to missing injection foot. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced that whenever priming the inpen it only gave a few drops, dials a dose and it was not giving anything at all, attempted to give 4 units using inpen and app recorded only 1 unit instead of 4 units and hyperglycemia. The customer reported blood glucose value of 270 mg/dl. The customer reported hyperglycemia treated with manual injection/insulin pen. Troubleshooting was performed. No further patient complications were reported. Mmt-105nnpkna was requested and customer response was the device will be returned. The customer will discontinue the use of the device.